Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for post implant check. The right atrial lead was suspected to be dislodged and xrays confirmed the dislodgement. Physician stated that the dislodgement was thought to be cause by noncompliance of post implant precautions. The lead was programmed off. Patient was stable throughout event.